Manufacturer narrative:
Other text: additional information: d10, h6, h10: device evaluation: one smiths medical cadd cassette reservoir was returned for analysis in a used condition and decontaminated. Visual inspection was performed, and no discrepancies were detected other that the cut in the bottom. Functional testing was performed and even with the cut in the bottom, a syringe was used to infuse water into the cassette bag taking care not to leak the water filled at the bottom. It was noted that the returned product failed leak test, small leak occurred in pump tube connection to bag where the medication is intended to be filled. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.

Event description:
Information was received indicating that a smiths medical medication cassette was leaking fluid inside the upper part. It was noted that "the lower portion of the cassette was partially cut by the customer in order to discharge medical fluid from it. So please check the upper part of the bag for leaks, not the lower part.". There were reported adverse events.